Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00014 on february 6, 2017. Siemens filed the MDR 1219913-2017-00014 supplemental report 1 on february 23, 2017. On 03/08/2017 additional information: the patient sample was received for further testing and investigation. The patient sample was tested with the following advia centaur assays - (B)(6). The results have been summarized below: (B)(6) (lot 100083): 43.01 index, (B)(6) (lot 063189): 0.09 index, (B)(6) (lot 109080): 80.48 index, (B)(6) (lot 104075): 2.71 index. The (B)(6) advia centaur (B)(6) and (B)(6) results confirm the customer's observations. The sample resulted (B)(6) when tested with the advia centaur (B)(6) assay. This is indicative of the possibility of a (B)(6) mutant. The advia centaur (B)(6) assay was developed to provide enhanced mutant detection. Mutations can occur throughout the (B)(6) genome, however the mutations that are of most diagnostic concern occur in the sequence coding for the "a" determinant of the surface antigen ((B)(6)). All immunoassays for (B)(6) have antibodies that bind in this region and mutations in this region can lead to (B)(6) when these changes occur at specific antibody binding sites. Advia centaur (B)(6) IFU (10629872_en rev. W, 2015-06) states in the interpretation of results section: "it has been reported that certain assays will not detect all (B)(6) mutants. If acute or chronic (B)(6) infection is suspected and the (B)(6) result is (B)(6) it is recommended that other (B)(6) serological markers be tested to confirm the (B)(6) nonreactivity." The cause for the discordant advia centaur xp (B)(6) results is unknown could be due to a mutation. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00014 on february 6, 2017. On 02/06/2017 correction: clarification was received from the customer. The advia centaur xp (B)(4) igm assay was run for the patient and not (B)(4). The result was (B)(6). Brand name: advia centaur xp (B)(4). Catalog# 10309083, lot# 162, expiration date: 12/16/2017. (B)(4). PMA #: p030040. The customer is only considering the advia centaur (B)(6) results as discordant with the alternate method. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. Concomitant medical products: brand name: advia centaur xp (B)(6), common device name: (B)(6) immunoassay, product code: lol, catalog# 10309057, lot# 69623189, expiration date: 08/12/2017, UDI#: (B)(4). PMA #: p030049. Brand name: advia centaur xp (B)(6), common device name: (B)(6) immunoassay, product code: lol, catalog# 10309083, lot# 162, expiration date: 06/05/2016, UDI#: (B)(4). 510k #: k081716. The information for use (IFU) for the (B)(6) assay states in the limitations section: "-for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. -it is recognized that the current methods for the detection of (B)(6) may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with (B)(6). A nonreactive test result in individuals with prior exposure to (B)(6) may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay." The (B)(6) IFU section states: "-the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). -the advia centaur (B)(6) assay can be used to determine if a patient has or recently had an acute or asymptomatic (B)(6) infection. This test does not measure (B)(6) and therefore cannot be used to determine a patient's immune status to (B)(6). -the calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably."

Event description:
(B)(4) advia centaur xp (B)(6) results were obtained for samples from the same patient. The results were considered discordant with the (B)(6) results obtained with an alternate method. The dialysis patient had a (B)(6) panel and (B)(6) enhanced (B)(6) testing performed on the advia centaur xp. The patient was (B)(6) for (B)(6) and (B)(6) for (B)(6) and all other markers. On (B)(6), the patient went to another hospital and had another (B)(6) panel run performed on an alternate method. The results came back as (B)(6) for (B)(6). On (B)(6), the patient went to the dialysis clinic and had another (B)(6) panel run. The results were (B)(6) for (B)(6) core. The method used for testing is unknown. On (B)(6), the patient was redrawn and tested for the (B)(6) panel on the advia centaur xp. The result was (B)(6) for (B)(6) and (B)(6) for (B)(6). Dialysis patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result..